Event description:
It was reported that about 11 days after the implant procedure, the patient had initially been feeling good, but recently had not been. The device indicated ventricular pacing was about 20% ineffective and the vector express results were questioned because the right atrial lead was oversensing far-field r waves. The lead sensitivity was reprogrammed to address the oversensing - and it was discussed this may also improve the vector express execution. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.